Event description:
Surgeon was using the ligasure blunt tip laparoscopic sealer/divider (5mm-37cm, ref-lf1537, lot #224100x) during laparoscopic left colectomy with takedown of splenic flexure. During use, the handle stuck in the open position and would not close. The device was removed from the field and replaced with another ligasure without incident. No patient harm resulted.what was the original intended procedure?laparoscopic left colectomy with takedown of splenic flexure.